Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was nerve manipulation that occurred during the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. Since implant, the patient experienced right facial drooping, numbness and swelling in the right face and neck, and pain in their head, neck, and throat. The physician stated a neck nerve was manipulated during the implant procedure, drooping may resolve in 6-12 months, and no intervention was planned for the drooping.